Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. The complaint device was returned for evaluation. The device was visually inspected, and no defect was found. Voltage testing was performed and passed. A pairing test was performed and passed. A functional test was performed and passed. A review of the share data log confirmed the reported event of loss of connection, however, the device operated within specification. The probable cause was the transmitter and app were unable to establish a connection. No additional event or patient information is available.